Event description:
It was reported that a patient presented with valvular regurgitation noted on the tricuspid valve due to the right ventricular lead. Lead slack was adjusted but this was unable to resolve the issue. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported event was lead slack issue. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.